Manufacturer narrative:
Age of patient at time of event is currently unknown as information was not provided. Sex of patient at time of event is currently unknown as information was not provided. (B)(4). The event is currently under investigation.

Event description:
During a pancreatic drainage intervention, the end of the guide broke inside the patient's pancreas upon withdrawal after passing through a fine needle. The guide piece remained in the patient. According to the physician, it was impossible to retrieve given its location. According to the initial reporter, no procedures have been planned to remove the separated portion at this time. Additional information has been requested. However, it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, drawing, quality control and specifications was conducted during the investigation. The device was not returned to assist in the investigation. Based on the description of the event and the fact that there was no obvious defect regarding the manufacturing of the wire guide, it is possible that the wire guide tip caught on the introducing needle and force beyond design requirements was used to remove the guide. Affixed to the wire guide protective shipping tube is a caution label that pictorially cautions against the reverse process of withdrawing the wire guide in the needle as damage may occur. The manipulation of the wire through the needle may cause damage to the coil. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in damage when the force exceeds design specification. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. There are adequate controls in place to ensure the product is manufactured as intended. There is no evidence to suggest the product was not manufactured to current specifications. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a pancreatic drainage intervention, the end of the guide broke inside the patient's pancreas upon withdrawal after passing through a fine needle. The guide piece remained in the patient. According to the physician, it was impossible to retrieve given its location. According to the initial reporter, no procedures have been planned to remove the separated portion at this time. Additional information has been requested. However, it was not provided at the time of this report.